Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 03:52:56. During night drain cycle seven, the patient's ultrafiltration reading was 1058ml, indicating the home patient (hp) drained 1058ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.